Event description:
A surgeon reports a lens exchange twenty days after intraocular lens (ol) implant surgery due to a dark shadow. The association between this event and the iol is the known. The patient's symptoms resolved following the lens exchange and the patient's outcome was excellent.